Manufacturer narrative:
(B)(4). Batch # p58v0r. Device evaluation: the analysis results showed that one ecr45w reload was received partially fired 1/10. After further analysis of the reload, it was notice that the top of the one piece sled rails were deformed. No functional test was performed due the condition of the cartridge reload. This is consistent with high (outside indicated use) staple forming forces, however there is insufficient evidence to determine the cause of the higher loads. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastroplasty procedure, when using the white reload, it did not activate. They had to replace the reload, and there was no problem for the patient.